Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ 30 ml syringe experienced stopper separation from the plunger. The following information was provided by the initial reporter: syringe is missing plunger, (not attached to syringe).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ 30 ml syringe experienced stopper separation from the plunger. The following information was provided by the initial reporter: syringe is missing plunger, (not attached to syringe).

Event description:
It was reported that the bd plastipak¿ luer-lok¿ 30 ml syringe experienced stopper separation from the plunger. The following information was provided by the initial reporter: syringe is missing plunger, (not attached to syringe).

Manufacturer narrative:
H6: investigation summary: one photo was provided to our quality team for investigation. The product was visually inspected and the stopper was verified to be incorrectly assembled, partially detached from the plunger rod. There are no other visible defects that could have contributed to the issue observed. A device history review was performed for lot 2006206, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. While we could not identify a direct issue, it was determined this incident occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly. A camera system is used in the assembly machine to detect missing or improperly assembled stoppers. There were no incidents documented related to any failures with the detection system, therefore we cannot identify why the impacted sample was not discarded.